Event description:
The customer reported a diluent leak of 10-15 ml in volume from the right side compartment of the coulter lh 500 hematology analyzer. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
On (B)(4) 2013 the field service engineer (fse) found a leak at pv41. He replaced the tubing at pv 41 resolving the leak. The fse also observed erratic differential. To correct this he replaced the mix and pump module and performed verifications; unit is functioning properly. (B)(4).